Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant. During the procedure, it was observed that the lp helix had become stretched. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.

Event description:
New information received notes that impedance pacing impedance was low and did not increase to preferable value, thus prompting repositioning.